Manufacturer narrative:
Approximate age of device - 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018, upon admission the patient¿s hemoglobin/hematocrit was 6.7 g/dl and 20.9%. The following day patient¿s hemoglobin/hematocrit dropped to 5.5 g/dl and 17.5%. The patient had 2 units of packed red blood cell (prbcs) of blood transfusion. On (B)(6) 2018, the patient received additional blood transfusion 1 unit of prbcs. There was no source of bleeding identified. Following transfusion, the patient¿s hemoglobin/hematocrit rose to 7.8 g/dl and 23.8%. At the time of the event the patient was taking warfarin. The patient¿s hemoglobin/hematocrit remained stable at discharge on (B)(6) 2018. Reportedly the event resolved. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.